Manufacturer narrative:
An investigation is underway. Upon completion of the investigation, results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a maxid dialysis catheter. The customer reports "cracking and chipping occurred at the very tip of the catheter lumen in the part where you screw the cap on it. The catheter was replaced."